Manufacturer narrative:
Date of event and therapy date is established. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33129. It was reported that x-ray imaging showed that the lead adapters possibly tangled up. As a result, surgery occurred to explant and replace the adapters, which resolved the issue.